Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the patient was hospitalized. Upon follow up with the patient's nurse, it was reported that stated that the cause of the patient's hospitalization was peritonitis. The patient's fluid was positive for group b beta hemolytic streptococcus. The patient also presented diarrhea. Treatment rendered at the hospital was 2 grams IV cefazolin and a transfer to 12 days of hemodialysis. The patient was admitted to hospital on (B)(6) 2018 and discharged (B)(6) 2018.

Event description:
A peritoneal dialysis patient's contact reported that the patient was hospitalized. Upon follow up with the patient's nurse, it was reported that stated that the cause of the patient's hospitalization was peritonitis. The patient's fluid was positive for group b beta hemolytic streptococcus. The patient also presented diarrhea. Treatment rendered at the hospital was 2 grams IV cefazolin and a transfer to 12 days of hemodialysis. The patient was admitted to hospital on (B)(6) 2018 and discharged (B)(6) 2018.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation. Based on the information available, the etiology for the patient¿s diarrhea is unknown, therefore causality cannot be determined. It is known that patients with esrd on pd therapy may develop gastrointestinal complications such as diarrhea. At the time of this clinical investigation, there have been no reported allegations or documentation indicating the liberty select cycler and/or fmc cassette malfunctioned in any way to cause or contribute to the event(s) of diarrhea and/or the acute bacterial peritonitis. The patient¿s acute bacterial peritonitis event is causally associated with the pd catheter (not a fresenius product) as confirmed by documentation in the patient¿s discharge summary.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the patient was hospitalized. Upon follow up with the patient's nurse, it was reported that stated that the cause of the patient's hospitalization was peritonitis. The patient's fluid was positive for group b beta hemolytic streptococcus. The patient also presented diarrhea. Treatment rendered at the hospital was 2 grams IV cefazolin and a transfer to 12 days of hemodialysis. The patient was admitted to hospital on (B)(6) 2018 and discharged (B)(6) 2018.